Manufacturer narrative:
Custom sterile packs were inspected/audited prior to entry into the u.s. For sterilization and distribution to customer. At the check point, the product was resealed with "FDA" tape at the breach. Product was not segregated and sent back but instead was sent to the sterilizer and sent to the customer. The hospital noticed the FDA tape when the packs were delivered to the cath lab and refused them ordering them to be returned. This did not happen with one pack, the technician did not see the FDA tape around the open pouch and the pack may have been used on a patient. There is a new procedure in the implementation stage to reflect activities to prevent the shipping of any sampled packs. Personnel involved with the FDA sampling process have been made aware of the issue and will be trained on the new procedure.

Event description:
The pouch has a "tear here" line where the pouch is unsealed prior to use. The tear line was partially open. It may have been used on a patient. There were no adverse affects reported. No additional details were supplied.